Event description:
Related manufacturer reference number:2017865-2023-50621it was reported that patient's right ventricular (rv) lead exhibited noise oversensing. It was also noted that the leaf exhibited inappropriate shocks were due to oversensing. No intervention was done. The patient was stable.